Event description:
It was reported that a spectrum pump over infused. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
E1: initial reporter phone no.: (B)(6). The device was received for evaluation. During functional testing, the device was tested for flow rate testing and it failed with an error percentage of 6.275%. The event history log was reviewed for the last days of customer use as no event date was provided. The review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be out of adjustment pressure plate travel. The pressure plate travel requires adjustment to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction: h11. H11: the customer provided delivered volumes of 21. 24ml, 21. 59ml, and 21. 40ml with an expected volume to be infused of 20 ml. The highest percent error for these delivered volumes is 7.95% which is within 10% accuracy error. An over-infusion less than or equal to 10% is unlikely to cause or contribute to serious harm, death, or serious injury if this malfunction were to recur.